Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device had misdetected atrial fibrillation with rapid ventricular response (af w/rvr) as a ventricular fibrillation (vf) episode, resulting in the patient receiving an inappropriate therapy. Additionally, it was discovered that the right ventricular (rv) lead displayed diminished sensing, and had a trend of rising threshold eventually triggering an alert for high thresholds. The device was explanted and replaced while the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.